Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant, this was confirmed through fluoroscopy. This device was successfully repositioned. No additional adverse patient effects were reported.